Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo showed a guide wire with multiple kinks in its body, which appears unraveled. The customer returned one guide wire for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled from the proximal weld and had multiple kinks in the guide wire body. The distal j-bend is misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. Both welds appeared full and spherical. While performing dimensional inspection (see below), it was observed that this guide wire contained a safety ribbon wire, which does not match the guide wire shown in product drawing. This indicates that the customer either reported the wrong part and lot number for this complaint or returned the wrong guide wire. The major kinks in the guide wire body were measured at 125mm, 160mm, and 230mm from the distal tip. The broken safety ribbon wire measured 698 mm in length, which is not within the specification of 679-687mm per guide wire product drawing. The outer diameter of the guide wire measured 0.947 mm which is not within the specification of 0.788-0.826 mm per guide wire product drawing. This indicates that the customer may have reported the wrong part and lot number or returned the wrong guide wire for analysis. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. The guide wire unraveled adjacent to the proximal weld. It was observed during dimensional inspection that the guide wire dimensions did not match the reported specifications and the guidewire design was did not match (returned device contained safety ribbon). Therefore, either the wrong guide wire was returned or the wrong part number was reported. No manufacturing defects were found during this investigation. Based on these circumstances, and without the correct sample returned for analysis, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the guidewire was unraveled when removed from the patient. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the guidewire was unraveled when removed from the patient. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.